Event description:
The patient reported she is unable to communicate with or charge her ipg. The patient stated she has not used her scs in 2.5 months due to experiencing a lack of pain. The patient was advised to consult with her physician. The sjm representative is to contact the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.